Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on current electrograms (egm) and stored atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.